Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump. The customer's blood glucose (bg) level was 185 mg/dl. The customer indicated that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support.